Manufacturer narrative:
No definite conclusion as to the exact cause can be drawn. However, it is to be assumed that the instrument had been misused. If the delicate jaw area with the fine hinges is bent, this can lead to breaks. Since our production documents indicate compliance with all specifications and since the trend analysis reflects no problem with this pattern, we feel that no corrective action has to be taken on our part. This incident is classified as being security relevant as per the guideline of the european union: since parts of the instrument could fall into the operation field. It is not subject to be reported to the european authorities, because no pt injury incurred.